Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set and verifying correct breast shield fit. It was determined that the customer might be using an incorrect breast shield size. The customer was provided with instructions for part/accessory care maintenance and she was referred to the bnn/insurance provider ordering source line to purchase a different size breast shield to see if that would help resolve the issue. Multiple attempts were made to contact the customer to obtain additional information, to which no response was received. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged that she feels pain and soreness and it feels like little needles are in her breasts when she uses her pump in style breast pump. She indicated that she keeps getting mastitis, for which she has seen her doctor and received antibiotics.